Manufacturer narrative:
(B)(4). Additional narrative: without a lot number the device history records review could not be completed. Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a defective ratcheting adaptor. No surgical delay, no adverse patient consequences reported. Concomitant device reported. Unknown screw (part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for one (1) ratcheting adapter, cannulated. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number km841158 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 20 jan 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the ratcheting adapter, cannulated (p/n: 286710490, lot number: km841158) was received at us customer quality (cq). Visual inspection of the complaint device showed the weld had broken and the (B)(4) pieces would not stay connected. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the weld had broken and the two pieces would not stay connected. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.